Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that this device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited undersensing and atrial overpacing and an unknown out of range pacing impedance measurement that resulted in activation of the lead safety switch (lss) feature. The lead was programmed to unipolar configuration and the patient was scheduled for follow up on an unknown date in the future. No adverse patient effects were reported. This product remains implanted and in service.